Event description:
Info received indicates during a preventative maintenance check, the tech found the ground reading was out of normal range.

Manufacturer narrative:
The tech found the ground pin was loose on the power cord plug. He replaced the plug to repair the bed.